Manufacturer narrative:
A5. Ethnicity is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Updated clinical rationale: a 47-year-old male supported with an impella cp device ((B)(6)) for the treatment of acute myocardial infarction and cardiogenic shock developed a hematoma at the right femoral arterial insertion site and subsequent drop in hemoglobin 7.1 g/dl, the patient received 2 units of packed red blood cells. The hematoma and subsequent drop in hemoglobin cannot be conclusively attributed to the impella device. The reported access site hematoma could be associated with impella insertion clinical factors¿including patient comorbidities and heparin therapy. The patient survived explant. Tr (B)(6) 2026.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.